Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unknown), the device was unable to detect three sets of electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Complainant indicated that all three sets of electrode pads were discarded. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.